Manufacturer narrative:
Investigation underway.

Event description:
It was reported by service report that the unit's head section wouldn't retract. No pt involvement or adverse consequences are reported.